Event description:
It was reported that during the implant procedure the left ventricular (lv) lead exhibited out of range high pacing impedance, high and unstable thresholds and intermittent capture. Additionally, it was impossible to get a clean signal, specifically with lv2 to lv3. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis # (B)(4): mon jul 14 2025 05:42:00 gmt-0500 central daylight time analysis summary for pe#: 0708390468-10 analysis transaction ID#: (B)(4) model#: 479888 serial/lot#: (B)(6) it was not possible to test the lead explicitly relating to thresholds/capture because that is dependent on patient physiology and t ip-tissue interface which cannot be reproduced in the lab. However, the returned lead was analyzed to assess general and electrical functionality. The full, intact lead was returned and analyzed. Analysis consisted of unaided and aided visual inspection, and observation for set screw marks and their location on the connector pin. Electrical functionality was assessed by performing continuity and resistance testing of the distal (pacing), proximal (sense), lv3, and lv4 conductors. Analysis showed the lead performed within specifications. The lead did not contribute to the reported complaint. The specific analysis finding is listed below in the analysis information section. Product disposition: the returned product was retained in storage after the analysis concluded according to storage guidelines the product may be stored off site. If requested, the product may be returned to the patient provided after analysis the product was in a condition that it could be returned to the patient. Analysis information -- 2025-07-14 05:41:57 cst pli# 10 product ID# 479888 the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the left ventricular (lv) lead exhibited out of range high pacing impedance, high and unstable thresholds and intermittent capture. Additionally, it was impossible to get a clean signal, specifically with lv2 to lv3. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.